Event description:
It was reported that the customer's insulin pump's reservoir had an occlusion in the form of air bubbles. The insulin was also exiting the insulin pump at a faster than normal rate. The customer's blood glucose levels are unknown. Standard troubleshooting was declined. The product is not being returned. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).